Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2234797 involved in this complaint was returned for evaluation, with its opened original packaging with the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the device, the following was observed: visual inspection directional button in the deployed position. Safety wire in place on return. Red marker on last dimple. Stent observed to be partially deployed. Functional inspection: handle actuating fine for deployment and recapturing. Unable to deploy the stent. Handle opened. Outer sheath noted to be separated from the shuttle. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order. A second complaint for this lot number has been raised. Please refer to investigation (B)(4) for more information. Investigation for (B)(4) determined the following: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment/recapture, a tortuous path caused a build-up of pressure leading to the sheath tube separating from the shuttle cap which would have caused the difficulty experienced by the customer when trying to deploy the stent. Both incidents are unrelated to the repeat occurrence. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿testing of overlapping stents has not been completed and is not recommended.¿ there is no evidence to suggest that the customer did not follow the instructions for use image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy. It is possible that pressure from this stricture resulted in the need for a high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently resulting in the inability of the stent to be deployed. Additionally a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this could lead to an increase in deployment force, which in turn could cause the outer sheath to separate from the shuttle cap inside the handle of the device, resulting in the inability of the stent to be deployed confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, during the deployment of the evo-fc-10-11-8-b device, it wasn¿t possible to release the stent any further. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy. It is possible that pressure from this stricture resulted in the need for a high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently resulting in the inability of the stent to be deployed.

Event description:
A combined correction complete report is being submitted following a review of this complaint file on 18-dec-2025 to update imdrf codes and report the investigation that was complete on the same date aforementioned. Additional information received on 21-nov-25 was the product inspected for kinks or damage before use? Yes, standard procedure ¿ are images of the device or procedure available? No ¿ is the device available for return? No ¿ were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No (if yes, please specify what was observed and where on the device it was observed.) ¿ details of the wire guide used (diameter, type, make)? Acrobat2 ¿ what was the length and diameter of the stricture? N/a ¿ was the stricture dilated before stent placement? N/a ¿ what endoscope type and channel size was used? Pentax ¿ what was the position of the elevator? Information unavailable ¿ did any part of the stent contact the patient's anatomy when the complaint occurred? N/a ¿ was there resistance felt passing wire guide through stricture? N/a ¿ was resistance encountered when advancing the delivery system to the target location? N/a ¿ (if resistance was felt how did the physician deal with the resistance encountered?) ¿ was. There resistance felt passing the evolution through stricture? N/a ¿ what was the position of the elevator during advancement? N/a ¿ what was the position of the elevator during the attempted deployment?n/a ¿ did the patient require any additional procedures as a result of this event? No ¿ what intervention (if any) was required? N/a ¿ was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a.

Event description:
It didn¿t deploy during the procedure, even though everything was set up correctly. We ended up using a different stent of the same size to complete the case. "As per cc form: stent failed to deploy".

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.